Manufacturer narrative:
(B)(4). Concomitant medical products: persona posterior stabilized (ps) ve articular surface catalog # 42522400710 lot # 63499919, persona posterior stabilized (ps) narrow femoral catalog # 42500006402 lot # 63486897, persona stemmed tibial component catalog # 42532007102 lot # 63573132, palacos r 1x40 single catalog # 00111214001 lot # unknown, palacos r 1x40 single catalog # 00111214001 lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01187, 3007963827-2018-00063, 3007963827-2018-00064. Remains implanted.

Event description:
It was reported that the patient is experiencing pain post implantation.

Manufacturer narrative:
Reported event was confirmed by review of medical records. A review of the x-rays was conducted by the patient's physician. It was noted that there was good alignment of the prosthetic components. No evidence of immediate complication. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain following total knee arthroplasty. Additional medical records received further note a decrease in active range of motion, along with decreased flexibility and strength. No further information is available.